Event description:
On (B)(6) 2011, a vns treating physician's nurse reported that they saw the vns patient on (B)(6) 2011, because the patient was experiencing an increase in seizures, below pre-vns baseline levels, for the past (B)(6) weeks. When diagnostics were performed in the office visit, high impedance was discovered. The physician did not disable the device. The patient was still able to perceive stimulation and did not report any changes in the way it felt. The nurse then reported that the patient's generator was implanted very auxiliary, but now the device has migrated almost to the center of her chest. The patient has not reported any trauma or manipulation. The physician believes the generator migration has something to do with the high impedance. On (B)(6) 2011, the patient's spouse reported that when the patient's generator migrates, it causes the patient excruciating pain. Additionally he stated that she only randomly feels stimulation now and it is not as consistent as it was before. On (B)(6) 2011, the patient's x-rays were received by the manufacturer. Based on the x-ray review there was a suspect area in the lead near the electrodes, in the strain relief bend. However a lead break was unable to be confirmed at this location due to poor contrast of the x-rays. Also, an unpronounced lead fracture could not be ruled out. On (B)(6) 2011, the vns patient's husband reported that they have been having a lot of problems with the patient's increased seizures and her neck swelling. A worst case blc was performed with the patient's limited programming history which revealed 10.4 years until eri=yes. Attempts for additional information have been made to the physician, but no further information has been received to date. Although surgery is likely, it has not yet occurred.

Event description:
On (B)(6) 2011, additional information was received when it was discovered that the vns patient was scheduled for a revision surgery in october. The physician later reported that the generator migration and decreased perception of stimulation were first noticed on (B)(6) 2011. The physician also provided clinic notes dated (B)(6) 2011, which reported that the patient has had some breakthrough seizures. The clinic notes also state that the generator has been mobile and the patient has some pain associated with this. The patient reported that she can still feel vns firing. The physician referred the patient for x-rays but they were apparently not sent to the manufacturer for review. The patient went for a full revision surgery on (B)(6) 2011 and although good faith attempts for product return have been made, the explanted product has not been returned to the manufacturer to date. The lead was replaced due to the high impedance but it is unknown why the generator was replaced at this time. Attempts for further information are underway, but no additional information has been received to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Analysis of programming history. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death.

Event description:
On (B)(6) 2011, additional information was received when the manufacturer's consultant reported that the patient's generator had been replaced due to prophylactic reasons when the lead was replaced due to high impedance on (B)(6) 2011.